Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens implantation surgery, the surgeon noticed crack on the lens. The surgeon had cut the lens to remove it. Additional information has been received stating that there was no patient harm.